Event description:
Procedure: sigmoid resection. According to the reporter: after firing of stapler over a thick tissue they performed an eea anastomosis, which was not air-tight. Looking for the reason they found, that there were obviously no staples on the stump. The eea worked properly and the donuts were perfect. The pt has a temporary stoma as a result. No further pt injury was reported.